Event description:
Event description guidant received information that this implantable transvenous defibrillation lead (0148) was explanted when it exhibited high impedance measurements and noise on the shock and rate/sense electrograms. A fracture was not visible on fluoro. When the ventricular lead was explanted, the clinician visually saw a fracture of the atrial lead (4469), in the absence of any abnormal lead measurements on that lead. The fracture was determined to be a clavicular crush. No inappropriate therapy was delivery. During an attempted implant of the 0185, in an attempt to reposition the lead,the helix would not extend. The lead was removed and it was noted there was tissue in the helix mechanism.